Manufacturer narrative:
Review of the inspection records for the targeting arm revealed no discrepancies. The lot was documented as faultless prior to distribution. As the targeting arm had been in use for more than 11 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude deviations in material and manufacturing. The pre-operative test performed revealed targeting accuracy being as intended. All drill holes were passed by the corresponding sample drill without any deviation. Thus, the alleged event could not be reproduced resp. Could not be verified. Therefore the exact root cause of the event could not be determined, but it can be ascertained that the event was not caused by any deficiency of the device. Upon return function was verified and is fully given on the device. Presupposing that functional check was carried out prior to surgery a potential reduced accuracy in guidance should have been realized prior to use. Investigation revealed no nonconformance.

Event description:
It is reported by medical technician that "during ap-locking lateral left the targeting accuracy of the drill is imprecise."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by medical technician that "during ap-locking lateral left, the targeting accuracy of the drill is imprecise."